Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy through normal density tissue, the device allegedly self-activated. The device was dry fired outside of the patient. A coaxial introducer was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The top slide self-activated during evaluation. Upon disassembly, it was noted that the left bumper. Based on the findings, the investigation is confirmed for self-activation. The identified bent left bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an ultrasound guided prostate biopsy through normal density tissue, the device allegedly self-activated. The device was dry fired outside of the patient. A coaxial introducer was used. The procedure was completed using another device. There was no reported patient injury.